Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to an unspecified reason. No further patient complications were reported in relation to this event. Further information was requested and not yet received.